Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead caused the patient to experience a chronic atrial fibrillation (af). Additional information obtained from the field which indicated that this lead was previously dislodged but was never revised. As a result, the patient developed a chronic atrial fibrillation (af). The lead was surgically abandoned. No additional adverse patient effects were reported.